Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain. It was reported that patient has an impedance issue. It was reported that the contact 7 8 9 10 11 12 and 15 are all over 3600 ohms. It was reviewed that over 3600 ohms may indicate that an open circuit. The rep attempted to reprogram around these electrodes, but the patient preferred their initial settings, so the caller would return to the initial settings. No further complications were reported or anticipated. No symptoms were reported. Additional information was received from the rep. It was reported that there was a replacement which was believed to be due to normal battery depletion. The hcp decided to do a full system replacement because a lead was possibly fractured. Replacement was done in 2018 however issue found in 2017. The rep then confirmed that the reason for replacement was actually due to the initial complaint of impedance issues and not lead fracture.